Event description:
A malfunction was reported on the customer's insulin pump. There was no reported impact to the customer¿s blood glucose level, as the impact was unknown and not disclosed by the customer. Technical support replaced the malfunctioning pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode. They also provided guidance on returning the defective pump and outlined the steps to take upon receiving the replacement, which the caller understood and acknowledged. The caller, lacking a backup insulin therapy, planned to consult with their healthcare provider.